Event description:
The lay user/pt contacted lfs on (B) (6) 2010, alleging that their ultralink meter does not power on. A medical surveillance specialist (mss) spoke to the pt on march 10, 2010 and obtained the following info: the pt mentioned that the reported issue with the meter began approx 1 week ago, prior to contacting lfs. On an unspecified time and date the pt felt nausea. A few minutes later attempted to test and noticed that the meter would not power on. She then tested on a back up meter and obtained a 67 mg/dl. She then ate two chocolate nutty bars and felt better. She retested her blood glucose on her back up meter and obtained a 120 mg/dl. The pt did not seek any medical attention or contact their physician due to the reported issue. She continued to use her back up meter on a regular basis and continued to take her diabetes regimen on a regular basis. The pt was using the correct vial of test strips. This is not the first time the product is being used. The pt denied any misuse of the product. The meter powered on by pressing the power button. The meter was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event, since there was no delay in treatment since the pt tested on her back up meter and self-treated with food. The complaint is being reported since the power issue was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.